Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date:29th january 2015, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: mfg. Investigation, received, 1 article of aiming arm for lfn, 03.010.097 for manufacturing investigation. The article has no visible damage. Date sample received at investigation site jun 12, 2015, investigation summary affected part, part description: aiming arm for lfn, part number: 03.010.097, lot number: 9291400 lot size: (B)(4) pieces, p/o: 9410642, lot release date, 29.jan.2015. We have sent the received article to the responsible manufacturing site for investigation, here are the findings: the article received has no visible damage. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in april 2012 with no issues or deviations during the process. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally a function test was performed. All checked characteristics are within specifications and has passed the function test. We did not received these article for investigation; ¿drill sleeve¿, ¿protection sleeve¿, ¿trocar¿, "insertion handel" and "nail". Based on these findings the complaint is unconfirmed. To prevent such problems, it is necessary to operate according to the technique guide (036.000.392). Malformed : bent/distorted/warped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part was reported as returned when manufacturing evaluation was reported on previous medwatch; adding date part was returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: received one (1) article of aiming arm for lfn, 03.010.097 for manufacturing investigation. The article received has no visible damage. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in april 2012 with no issues or deviations during the process. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally a function test was performed. All checked characteristics are within specifications and has passed the function test. We have not received the articles for investigation; ¿drill sleeve¿, ¿protection sleeve¿, ¿trocar¿, "insertion handel" and "nail". Based on the findings the complaint is unconfirmed. To prevent such problems, it is necessary to operate according to the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the nurse was unable to assemble aiming arm prior to surgery for an unknown procedure. The aiming arm appeared to be bent, therefore, another system was used. No adverse event to patient. There was a little delay in surgery but exact time delay is unknown. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.